Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent an explant procedure with no known patient complications noted. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7157614. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent an explant procedure with no known patient complications noted. The explanted device was discarded per hospital policy. Additional information was received that the patient was doing well postoperatively.